Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient is currently under the care of dr. Peter kroll to evaluate. The patient weighed (B)(6) lbs. At the time of the event. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with one implantable neurostimulator (ins) for failed back surgery syndrome, and another ins for post laminectomy syndrome. It was reported that the patient was charging too frequently. The patient wanted to get into contact with the manufacturer representative (rep) but couldn't find her card. The patient's implant had to be charged more often, so she wanted to see a healthcare professional (hcp). The patient didn't see anything different on her recharger when she recharged, it just needed to be charged more often. The patient wanted the rep's help in finding a new hcp since the current managing hcp would no longer be in network. The patient had not been reprogrammed or switched to a new group. The patient had not recently had the need to increase parameters, and she had been on the same program forever. The patient charged her ins to 100% full. The patient was redirected to follow-up with a hcp to discuss charging concerns and the patient wanted the rep to help. No symptoms were reported. The patient began having to charge more frequently in 2017, a couple months prior to (B)(6) 2017. Refer to MFR report #3004209178-2017-14782 for the report of this event for the patient's other ins.